Event description:
New information notes that the device was explanted on (B)(6) 2013.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. A device software download was successfully performed. Device replacement was planned.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.